Manufacturer narrative:
It was reported that the ventilator failed the pre-use check and it was displaying the message "system volume too small". During troubleshooting on-site, the field service engineer found that the breathing control printed circuit board (pcb) was defective, causing the customer's problems. The ventilator was returned to customer and cleared for clinical use after passed functional and safety tests per factory specifications. No device logs were provided and no faulty part was returned despite reminders. No further issues have been reported. Note. The pre-use check internal leakage test message "system volume too low" and replaced part during troubleshooting indicates that the initial problem description was questionable. The message "system volume too small" is usually related to the gas modules. Technical faults with the control pcb may lead to stop of ventilation. The provided information is not specific enough to point to any particular fault and despite good faith effort no more information has been obtained. Given this, the problem cannot be confirmed nor any root cause identified.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the pre-use check and it was displaying the message "system volume too small". There was no patient involvement. Manufacturer's ref. #: (B)(4).